Event description:
The manufacturer received information alleging a patient with a simplygo mini device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device has not been returned at this time. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a patient with a simplygo mini device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The manufacturer received additional information from the patient's daughter stating that there was some kind of malfunction with the device, but they cannot explain what happened exactly. The patient's daughter states a removal service was used that potentially disposed of the device in a garbage dumping station yard. Therefore, the device cannot be returned to the manufacturer for evaluation. At this time, no further investigation can be completed. A final report is being submitted. If any additional information is received at a later date, a supplemental report will be filed.